Event description:
A single discordant low result for human chorionic gonadotropin (hcg) was obtained on a dimension rxl max instrument. Initially a female patient had a positive dipstick test for hcg. A serum sample was run to quantify the result. A discordant low result was obtained and reported to the physicians. The customer saw the discrepancy and reran the same sample twice on the same instrument and positive results were obtained. A corrected result report was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument. The cause of the single discordant hcg is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.